Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges the device stopped working. The patient also states that she noticed an electrical odor coming from the area around the humidifier and saw the smoke from the heater. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.